Event description:
It was reported by the affiliate that the (3) ems were used during a laparoscopic hernia procedure. It was reported that the staples were not advancing and would not close. The case was completed with another device and there was no consequence to the pt.